Event description:
Boston scientific received information that this right ventricular defibrillation lead exhibited a high, out of range pacing impedance measurement. The physician decided to explant this lead. Prior to explanting it, the physician checked the ports in the device and they were fine. The lead seemed to be damaged at the terminal pins. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly evaluated. Laboratory testing was unable to reproduce the high out of range pacing impedance measurement. Resistance and pressure tests were completed to assess electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Manual impedance testing was also performed, and normal results were observed. Microscopic inspection of the terminal pin assembly noted no damage. However, setscrew marks on the is-1 terminal pin were found to be on the tip of the terminal pin and not further down as expected. The location of the setscrew marks on the terminal pin suggests the lead may not have been fully inserted into the device port. As a result, it is possible that the pacing impedance measurement that was observed clinically was due to under-insertion of the terminal pin into the device header.